Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading went as high as 500 mg/dl. The customer stated they were treated for their high blood glucose levels with insulin drip while in the hospital. Customer advised the auto mode feature was not active. Troubleshooting was declined. Customer believed the infusion sets caused their high blood glucose levels but did not want to troubleshoot. The customer¿s last blood glucose reading was 170 mg/dl. The insulin pump will not be returned for analysis.